Manufacturer narrative:
Sections with additional information as of 30-oct-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-7. No defect found on returned test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting nurse due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-079: user hematocrit high. Note 1: manufacturer contacted customer in a follow-up call on 29-aug-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer reported that since the last call she had contacted her friend who is a nurse; nurse had come to the customer's home and had performed a blood test. Customer's blood test result had been 42 mg/dl non-fasting. Customer had eaten and raised her glucose to 100 mg/dl non-fasting. Note: 2: customer contacted manufacturer on 14-sep-2023 - customer stated that she had received and was using the replacement products - customer had initially spoken with coordinator and declined troubleshooting; no further information was provided.

Event description:
Consumer reported complaint for error message (e-0). During the call, a blood test was unable to be performed by the customer using true metrix meter; the test strip did not absorb the blood. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/16/2024 and open vial date is one week prior to call. The customer reported symptoms of feeling tired, weak and slow; customer stated her glucose may be low. Customer stated that she was going to contact a friend of hers who is a nurse.